Event description:
It was reported that a posterior spine inter-body fusion from l4-s1 was performed on (B)(6) 2009. X-rays taken during patient follow up exam on unknown date show that the rods broke. It is unknown if there will be a revision surgery for hardware removal. Patient status/outcome is unknown. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Review of the device history record (DHR) revealed no complaint related anomalies. The (DHR) shows this lot of n-hance titanium rods was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformances or rework noted. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.